Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had motor error alarm and buttons are harder to pressed. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that they received no delivery alarm and insulin pump sometimes locks up when priming infusion set. Customer stated that insulin pump had piece of plastic breaks off of reservoirs when putting in a new one. The insulin pump will not be returned for analysis.